Event description:
It was reported that the device reached eri (elective replacement indicator) in about two years. High lv (left ventricular) outputs were noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419688 lead implanted: (B)(6) 2012; 407652 lead implanted: (B)(6) 2007. (B)(4).